Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the proximal segment of the lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. Concomitant product: 5076 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that there was a lead warning on the right ventricular lead for oversensing of short ventricle to ventricle intervals and low impedance. The right ventricular lead also had rising threshold and decreasing impedance. The lead was explanted and replaced. The patient was also experiencing phrenic nerve/diaphragmatic stimulation and low pacing impedance on the right atrial lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.